Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an unknown procedure. During the procedure, the tip of the stardrive screwdriver became twisted when the surgeon was tightening down the screws. The screwdriver was not able to retain the screws. Procedure was completed successfully. The patient status was good. Concomitant device: trauma screws (part: unknown, lot: unknown, quantity: unknown). This report is for a stardrive screwdriver shaft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.130.010, lot 9836613: release to warehouse date: september 08, 2015 and november 20, 2015. Manufactured by synthes monument. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: visual inspection performed observed the tip was slightly twisted. No new issues were identified. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Dimensional inspection showed the device was conforming. A device history review was performed for the returned instrument¿s lot number and no material review reports (mrrs), non-coformances (ncs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed, and no issues were identified. A definitive root cause could not be determined based on the provided information. However, the failure mode is typically associated with the application of excessive force in the direction of screw insertion. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.